Event description:
It was reported that the patients lead had migrated. It was noted also that the patient experienced inadequate stimulation. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return due to hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately beginning of september from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7082714.